Manufacturer narrative:
There were no injuries with this incident. A dealer service technician was performing an adjustment to the articulated arm of the dental x-ray system for downward drifting. As the technician was working on the arm, the top lag screw of the wall mounted master control pulled out causing the unit to fall. The technician caught the x-ray unit from falling. The unit was installed to the wall as a single stud mount. The technician stated he could not tell if the top lag screw had secured properly to backing installed in the wall. Labeling provided with the x-ray units instructs the installers to verify the wall support capability prior to installation. In conclusion, this was an installation issue and not a malfunction of the x-ray unit. The unit has been repaired. Serviced and repaired onsite at office.

Event description:
The x-ray unit fell from the wall while being worked on by a dealer service technician.